Event description:
It was reported that during setup prior to surgery, a da Vinci-assisted surgical procedure, before port placement, the console encountered an error after startup. An error message stating to remove head or other obstruction from the viewer. The customer power cycled the system three times, but issue persisted. An Intuitive Surgical Inc. (ISI) Technical Support Engineer (TSE) found no indications of error in logs, and asked customer to power down system, cycle breaker on console to off, restore power and restart the system. But the issue related to error message persisted even after troubleshooting. The customer planned to cancel the procedure.

Manufacturer narrative:
The FSE noticed error 48305 and replaced Surgeon Side Console (SSC) Advanced Display Driver (SADD) to resolve the reported issue. The system was tested and verified as ready for use. ISI did not receive a da Vinci product involved with this complaint to perform failure analysis.